Event description:
Reportedly, an error message is displayed indicating that the smartview connect app is not responding, and the device cannot be used.

Event description:
Reportedly, an error message is displayed indicating that the smartview connect app is not responding, and the device cannot be used.

Manufacturer narrative:
No conclusion could be drawn as the subject smartview connect was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.